Event description:
It was reported that the right ventricular lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth.